Manufacturer narrative:
(B)(4). Retrospective review of this file based on protocol (B)(4) determined this is an MDR. (B)(4). Model atm1816r, serial number/date code: (B)(4) was approximately 1 year and 5 months old at the time of the incident. The owner's manual part number 1125035 rev I (jul-07) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown, if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Our engineer stated that the unit runs on the friction so the tires are likely to spin. The unit is for light use primarily. However, the tires should not be shredding. The engineer feels that there may be a likely issue with the welding on the frame, if one side of the tire is wearing out quicker than the other, but he cannot confirm until the unit is brought back. I will follow up with the consumer and advise him that we will replace the unit and bring the original one back. Product was approximately 1 year old at time of complaint. The consumer alleges the electrical components are out of sync, causing the tires to "over spin" and to shred. The product was returned for evaluation. During a mechanical evaluation of the returned product, the misalignment of the motor/gearbox to the drive tire can be caused by a few things: the frame was improperly welded where the orientation of the motor/gearbox mounting holes was not accurate; the user abused the chair to the point that caused the motor mounting holes to elongate causing the misalignment; improper maintenance when servicing the motor/gearbox and not assembling the motor/gearbox so that it is accurately aligned with tire. Evaluation did not determine root cause.

Event description:
The consumer alleges the electrical components are out of sync, causing the tires to "over spin" and to shred. The rear wheel assembly and tires were replaced in march. This did not resolve the alleged issue. No injury is alleged.